Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 1.0 mmol/l and 4.6 mmol/l on the compact system. No adverse event associate with the alleged malfunction was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The event occurred in other country.